Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead had exhibited a gradual increase in capture thresholds and impedance. The patient will continue to be followed normally and the issue will be monitored. More information was requested but not yet provided.

Event description:
New information noted out of range high pacing lead impedance. The patient was scheduled for lead revision. Patient was in stable condition.